Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. Additionally, the spinous process clamp used in the procedure was tested and found to be to function as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a 3d control image acquisition found that all eight screws were placed inaccurately. The surgeon then revised the position of the eight screws utilizing three additional 3d image acquisitions. There was a reported delay to the procedure of more than 1 hour due to this issue. The initial 3d scan showed that there were cracks on the spinous process where the spinous process clamp was placed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the imprecision was roughly 5.5 millimeters superior to inferior. Additionally, the clamp was noted to have been unstable based on the placement of the clamp on the spinous process when compared to the pelvis in the procedure. While testing the navigation system, it was reported that a 3d image acquisition was performed on a phantom spine.